Manufacturer narrative:
Patient ID also reported as (B)(6). Complainant part is not expected to be returned for manufacturer review/ investigation. The received x-ray was reviewed, and it can be confirmed that there is a fragment of a wire visible. Product was not returned, and no lot number was provided. Therefore, no further evaluation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a scaphoid surgery on the right hand on (B)(6) 2020, a guidewire broke. The surgeon was using the guide wire ø 1.1 mm in the scaphoid to place the hcs screw. When the drill bit passed the guide, the guide broke. The fragment remains inside of the patient's hand and it was not possible to place the screw. Procedure was completed with no delay. The patient's condition is reported to be okay. Concomitant devices: drill bits: trauma (part unknown, lot: unknown, quantity: 1). This report is for a 1.1 mm threaded guide wire 150 mm. This is report 1 of 1 for (B)(4).